Event description:
Two units of 250 ml medibags were found to be leaking where the bushing meets the inner part of the bag. The bags were not used on patients. The leaks were noticed during saline medication fill.

Manufacturer narrative:
The complaint of the medibag having a leak was confirmed. The bags leaks where the bushing meets the inner of the bag was confirmed. Corrective action 1479 was opened to address the issue. (Note: even though car 1479 does not specifically reference ln d004316, it is the same failure experienced with a previous lot). In the final report from the corrective action, it was noted that the 100% visual inspection of the medibags from manufacturing did not occur, thus causing failures to be passed on the next stage. It was also noted that the cooling system on the mold machine was not cooling appropriately. The hole or gap on the medibag was caused because the material was still hot when the bags were formed and removed from the mold machine. Since the corrective action was generated, training has been performed by the contract manufacture. Also visual aids have been put on the manufacturing floor of what is not acceptable. Manufacturing is adding a cooling system for the mold machine to prevent the material from gapping during the removal of the bag. An increase in sampling will occur for the next three lots to prove effectiveness. This lot was produced prior to the corrective action being issued.